Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing loop occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be a transmitter failed error. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing loop occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed . A review of the share logs was performed and transmitter error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.